Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that a piece of anchor broke off. No patient injury was reported.